Event description:
It was reported that the device would not trigger the downstream occlusion. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 29-oct-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery door missing. Dso (downstream occlusion) seal separating. Successfully confirmed customer's reported issue of, "will not trigger ¿ occlusion". Downstream occlusion test occludes properly at 24 psi which is passing. Upstream occlusion test fails to occlude, however. Replaced uso (upstream occlusion) sensor. Upstream occlusion test passes as expected after replacement. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.